Manufacturer narrative:
Results: a pipe cleaner was inserted into the vacuum inlet and revealed blood inside the pump max. Blood was also present on the device housing. Blood was present inside the pump max, therefore, no functional analysis was performed. Conclusions: evaluation of the returned pump max revealed blood inside the device. A pipe cleaner was inserted into the vacuum inlet and revealed blood inside the pump max vacuum assembly. If the aspiration tubing is connected directly to the vacuum inlet rather than the canister supplied by penumbra, blood may be aspirated into the pump max. No other devices identified in the complaint were returned for evaluation. Penumbra pumps are visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 110v (pump max). During the procedure, the hospital technologist directly connected the aspiration tubing (tubing) of a penumbra system ace 68 reperfusion catheter (ace68) to the pump max rather than the canister. Consequently, blood was aspirated into the pump max. It was reported that the pump max worked throughout the procedure and there was no report of an adverse effect to the patient.